Manufacturer narrative:
Based on the discussion with the bwm team and the communication with the patient in her follow-up meeting., the patient had been using the treatment from the us trial, and the last treatment per the remote monitoring log was (B)(6) 2025. In the meeting on (B)(6) the patient did not want to explant the device after determination that the implant is not responding.

Event description:
The patient reports that she has not been able to initiate treatments for the last couple of days. She charges her ecu, she gets rapid beeping, but when she presses the power button there is no response, there is never a switch to the green light. Ps did a hard reset with the patient, then when the patient attempted to start a treatment she reported hearing clicking noises from the wearable, then a red light, then the device shut off.